Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose for about an hour while using the ilet with a contact detach steel infusion set, requested assistance for a site-only change, removed the prior set without observing abnormalities, and performed a guided site change with confirmation of visible insulin drops; glucose trended downward by the end of the call. Symptoms included hyperglycemia. Outcomes included no injury and no hospitalization, with symptoms improving after troubleshooting and education. Investigation included customer service troubleshooting focused on infusion site change and verification of insulin delivery at the cannula. Investigation of this case revealed no device malfunction observed during the call and no visible site or cannula issues reported by the user, with cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.